Manufacturer narrative:
Additional information is provided in sections e.1, h.6 and h.11. No lot number was identified within the survey and therefore within this complaint, which is why the associated manufacturing documentation could not be reviewed. All product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Since the questionnaire retrospectively collected data, no sample is available to be provided to the responsible site for an in-depth investigation. Not enough information was provided to properly complete an investigation. The root cause of this complaint could not be identified. The exact root cause for the customer¿s reported event is unknown. The manufacturer internal reference number is: (B)(4).

Event description:
A retrospective post-market clinical follow-up study indicated that the patient underwent a combined cataract and vitrectomy surgery in the eye (unknown) using a ophthalmic diathermy probe to preserve current vision. The surgery was completed on the same day. One to three months post-surgery the patient experienced inflammation. The patient had resolved rebount iritis. No further follow up will be conducted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).